Event description:
In the fall of 2013 I began to experience auto-immune medical issues after being a previously healthy adult. I had breast augmentation (B)(6) of 2007, in which I received mentor silicone gel implants. Once the health issues began, I went from doctor to doctor trying to figure out what was wrong with me. It wasn't until I had them removed in (B)(6) of 2016 that I discovered that the left implant was ruptured. I have been seen by many, many head of departments at some of the top hospitals in the world, including (B)(6). I've had (B)(6) of dollars of bloodwork done and no one could figure out what was wrong with me. It has been nine weeks since my explant surgery and I am feeling better every day. The silicone and other chemicals that leeched into my body made me unbelievably sick. I was forced to give up my business and was incapacitated for eight months. This is a very real phenomenon and it's time that the FDA and the MFR's ban silicone gel implants for good.